Event description:
The following was published in jacc: clinical electrophysiology 9.6: 790-804. Elsevier inc. (Jun 2023) "adverse prognosis of patients with septal substrate after vt ablation due to electrical storm"; mueller, julian in this large single-center study, consecutive patients presenting with es and undergoing vt ablation from june 2018 to april 2021 were included. Patients with septal substrate were compared with patients without septal substrate regarding endpoints of cardiovascular mortality, vt recurrences, recurrences of the clinical vt, and rehospitalization rates. 1 patient experienced cardiogenic shock that resulted in death.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.